Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the settings not available message, high impedances and inability to increase stimulation was in discussion with technical support it was determined per tech services that the ins was functioning correctly. The rep programmed around electrodes displaying high impedances and explained to the patient that with current setting the ins was functioning correctly. The patient weighed 185 pounds at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient was getting screen 59, settings not available. The rep reported that the patient had this issue for a while but didn¿t know when it started. The rep reported that the patient could decrease stimulation but not increase. The rep reported that at 15.2ma, she decreased by 2 but couldn¿t increase without getting the error message. The rep reported that an impedance check showed electrode 2 at 40,000 ohms and 3 at 34,730 ohms and the rest were 1,360-2,690 ohms. The patient was programmed with 2 groups, but they were the same settings, 0+1- 9+10- 200pw, 50hz, 15.1ma. No further complications were reported.